Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture during the atrial threshold test, but it was also observed that the right ventricular (rv) lead had loss of capture a few beats right before and after the atrial threshold test. Both leads remain in use. No patient complications have been reported as a result of this event.